Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the maryland bipolar forceps had defective cable insulation. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was checked before use by the surgical nursing staff. There was a tear of the bowden cables on both instruments (according to the sterile department). There was no loss of cautery associated with a broken/loose cable and no sign of thermal damage at the point of breakage of the conductor cable. The instrument did probably collide with another instrument or tool during the procedure. The surgery was completed with the instruments. The patient was not injured due to the problem.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm the customer's reported complaint. The instrument was analyzed and found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. Thermal damage was observed. There was no missing piece of insulation. The insulation was melted and still attached. The instrument passed electrical continuity test. An additional observation not related to the customer reported complaint is that the instrument was found to have thermal damage on bipolar yaw pulley. The instrument was found to have localized melting on bipolar yaw pulley. The thermal damage was aligned with the damaged insulation that had an exposed internal wire. The instrument was found to have scratch marks/abrasions on the edge a face of the bipolar yaw pulley. The scratch marks/abrasions were found on one side of the bipolar yaw pulley. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.095¿ - 0.265¿ in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.